Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). During the requested site visit, the field service engineer (fse) observed buildup on the nozzles and one nozzle overflowing. The fsr replaced the hcw tubing and the nozzle, #2 and #3 (rohs) (7-205229-02) and nozzle (rohs) (7-205228-02) which resolved the issue. A review of the alinity c processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the alinity c processing module or parts did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the (B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. The alinity ci-series operations manual addresses operational precautions and limitations and troubleshooting of erratic/discrepant results. The alinity c service documentation provides component replacement, removal and verification of the hcw tubing and the nozzle, a review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6), or the hcw tubing and the nozzle, #2 and #3, nozzle c4 #1, #4, #5.

Event description:
The customer observed falsely elevated multiple assay results generated from alinity c processing module for several patients. The results provided were: sid (B)(6): calcium initial=22 mg/dl /repeated=8.0 mg/dl; glucose initial=270 mg/dl /repeated=135 mg/dl sid (B)(6): glucose initial=213 mg/dl /repeated=83 mg/dl; potassium initial=7.7 mmol/l /repeated=3.5 mmol/l sid (B)(6): potassium initial=6.9 mmol/l /repeated=3.4 mmol/l sid (B)(6): calcium initial=16.3 mg/dl /repeated=7.9 mg/dl; potassium initial=8.6 mmol/l /repeated=4.0 mmol/l laboratory reference range for potassium=3.5 to 5.1 mmol/l; critical range=<3.0 and >6.0 mmol/l; calcium=8.6 to 10.5 mg/dl; glucose=70 to 100 mg/dl there was no reported impact to patient management.